Event description:
It was reported that the burr became stuck on the wire. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr became stuck on the wire and would not advance. The rotalink plus burr was removed with the rotawire. The procedure proceeded with angioplasty with a different device. No patient complications were reported.